Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22apr2020.

Event description:
It was reported that the unit had a navigation ring failure that occurred repeatedly. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the front bezel and the issue was resolved.